Manufacturer narrative:
(B)(4).

Event description:
Two endeavor sprint drug-eluting stents were implanted in the lad. Approximately 35 months post procedure, the patient suffered a gi bleed. Patient was treated with medication. Investigator assessed that the reported event was not related to the study device.

Event description:
It was reported that the patient recovered with treatment following the previously reported gi bleed which occurred approx approximately 58 months post index procedure.